Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 10mm x 2.25mm wolverine¿ coronary cutting balloon was used to dilate the obtuse marginal vessel. The device was then advanced to the circumflex artery but could not cross the lesion. While withdrawing the wolverine catheter into the 6fr non-bsc guide catheter there was some resistance and the shaft of the wolverine device separated above the wire exit port. The separated portion was stuck in the 6fr guide catheter and was able to be removed, and the procedure was completed. There was no injury to the patient and the patient's status is fine.